Event description:
A healthcare professional reported that following implantable collamer lens (icl) implantation procedures, some of the patients experienced low vault and lens rotation. Some of the lenses required surgical intervention of repositioning and removal/replacement. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).